Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08710 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit communicated properly with glucose sensor test. No unexpected lost sensor alarms noted during testing. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance 3 times in 3 years due to low blood glucose. In (B)(6) 2017, the customer was hospitalized for 4 days. With unknown blood glucose levels at the time of the incident. The customer experienced symptoms such as loss of consciousness. The customer was most likely wearing the insulin pump during the incidents. The customer had lost sensor issues and motor errors in the pump history. Troubleshooting for the sensor issue and motor errors was completed. The insulin pump will be returned for analysis.